Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, there is cause traced to adhesive cover failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a missing adhesive forceps cover. There was no patient involvement.